Event description:
The customer reported an issue with the speaker function of their pump, as it was not audible. There was no adverse impact to the customer¿s blood glucose level, with readings remaining within the normal range. Tandem technical support approved a replacement pump if the issue recurred, instructed the customer to check sound settings, and guided them on returning the pump. A replacement pump was sent, and the customer acknowledged all instructions.